Event description:
It was reported that a patient experienced an atrial tachycardia. During a follow up examination, it was reported that the 12-lead electrocardiogram noted an atrial tachycardia. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.